Event description:
Customer reported he has had no delivery alarms on his insulin pump over the past week and a half. He stated the insulin pump is not delivering the entire bolus delivery. The alarm occurred once in the middle of the night. Customer's current blood glucose is 167 mg/dl. Insulin did not exit during a fixed prime. Customer disconnected and reconnected the reservoir and he was able to manually push insulin through with a plunger. Customer reinserted the reservoir and ran a manual prime, but the insulin pump alarmed no delivery. He was advised to change his infusion set and reservoir. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).